Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-06485. It was reported that a patient presented with syncope. Upon review, the right atrial and right ventricular leads were dislodged. The leads were explanted and replaced. The patient was in stable condition.